Event description:
It was reported that, "pt had a previous peri-prosthetic fracture repaired with a plate. Pt has approximately 10 degrees range of motion with flexion contracture. Implant lot number's unk. Primary surgery done at another hospital. Femoral component had cement obscuring lot number."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2011-00075.